Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio reader required maintenance and was reported as non-functional.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) running full hardware test application (hta) and correcting power management settings, and functionality was verified with the customer. The system functioned as intended after field service engineer investigated the device.